Event description:
It was reported that during a procedure to cap the ventricular lead, it was noted that the pulse generator setscrew was stripped. The device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).